Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n74519003, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon intrathecal (100 mcg/day, unknown concentration) via an implantable pump for lower limb spasticity associated with spinal vascular disorder. In the middle of (B)(6) 2017, the patient experienced "displacement of catheter to the epidural area". Event details reported there had been no effect even though the drug dosage had been increased, so a catheter x-ray study was performed and displacement of the catheter to the epidural area was suspected as a result. A catheter replacement was therefore performed on (B)(6) 2017. The patient's condition would be monitored to confirm recovery. The event classification was reported as "3 (serious)". The adverse event outcome was unrecovered. Causality of the event was reported as catheter related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a foreign manufacturer representative (rep) that was confirmed with the healthcare professional (hcp). Additional information reported the cause of the catheter displacement was "undetermined". The concentration of the drug in the pump was unknown. Information was requested pertaining to if the replacement surgery resolved the event and the rep responded, "we have not received additional information but no issues have been reported". The catheter was discarded.

Event description:
Additional information was received. It was reported that the patients underlying disease was previously reported as lower limb spasticity associated with spinal vascular disorder and additional information indicated that the underlying disease was a spinal cord injury. It was reported that there were no complications or past history. It was reported that the that the date of the event was (B)(6) 2017. It was reported that the event was recovered with a date of outcome of (B)(6) 2017. The causality was initially reported as related to the catheter, but additional information reported that the causality was related to the surgical procedure. It was reported that the catheter x-ray study was performed on (B)(6) 2017. It was reported that on (B)(6) 2017, implantation of the itb pump was performed. Baclofen was administered at the dose of 50mcg/day for the first time. On (B)(6) 2017, the dose of baclofen was increased from 50mcg/day to 75mcg/day. On , the dose was increased to 100mcg/day further. On (B)(6) 2017, the dose was increased to 130mcg/day. Because there was no marked change, performing a catheter examination was decided. On (B)(6) 2017, the catheter x-ray study was performed and it was identified that only epidural contrast was performed. On (B)(6) 2017, a reoperation was necessary and the necessity was explained to the patient. On (B)(6) 2017, the reoperation was performed. On (B)(6) 2017, muscle tonus of lower limbs was relieved. It was reported that there was a problem with the technique of implanting the catheter during the initial procedure. The physician considered that it was necessary to prevent the trouble by always performing the contrast examination during the procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
A1: patient identifier (B)(6). No longer applies to this event. H6: device code c62917 no longer applies to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.